Event description:
It was reported the patient experienced an increase in recharging the device then the recommended amount. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced which resolved the issue.